Event description:
Per complaint (B)(4), a driver could not be removed from the dental implant transfer during initial placement. The implant was removed and replaced with a new one within the same visit. No adverse patient consequences were reported.